Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer resolved the issue when they connected the cable to a different port (serial digital interface out 2) on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition liquid crystal display monitor had no image, and they were getting a no sync on the monitor. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, a probable cause is due to the wrong connection of the sdi cable (digital interface board). Olympus will continue to monitor field performance for this device.